Event description:
The suture was used during a colon resection. Reportedly, the suture broke. The surgeon performed a re-operation on 2/22/2000 to correct the condition. The hospital has reported the pt's condition is satisfactory.